Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed button unexpected restart and failed battery. Customer stated she has already received a new battery cap and she is still having the trouble. Customer had half of a battery in the morning and suddenly went to low battery alarm. She cleared the alarm and changed the battery and received the unexpected restart. A temporary basal was not programmed before the alarm and device was not stored or not in use for an extended period of time. Blood glucose value is 133 mg/dl. Nothing further reported.